Manufacturer narrative:
H4: the lot was manufactured from august 18, 2022 to august 19, 2022. H10: three (3) actual samples and a photograph were provided for evaluation. Unaided eye visual inspection was performed on the actual samples and white particle matter was observed in the fluid path of sample 1 and no particle matter was observed in the fluid pathway of samples 2 and 3. The fill port caps were removed of the actual samples and no connector or cap area defect was observed. Magnification verified a white elongated polymeric appearing particle in the fluid path of sample 1 only. A particle matter could not be verified of actual samples 2 and 3 fluid path however based on the photograph of sample 2 and 3 a blurry white particle was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was discovered during visual inspection of the finished product. One bag had a strand particle, the second bag had flake-like particles, and the third bag had a plastic particle. There was no patient involvement. No additional information is available.